Event description:
It was reported that the colonovideoscope had a scope communication error (b30 then e216 error code) and for tower 2 it was showing red, blue, and green all over the screen. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the e216 and b30 scope communication errors were traced to component failure. Olympus will continue to monitor field performance for this device.